Event description:
It was reported to gore, that a patient underwent an endovascular aneurysm repair (evar) on (B)(6) 2024, with a gore® excluder® aaa endoprosthesis. An final angiography at the end of the procedure indicated that the graft was positioned one or two millimeters too high but with good flow down renal arteries. It was additionally reported that a bleeding from groin required patch endarterectomy, with an unknown device(s) intra-procedure event. The patient was discharged from hospital on (B)(6) 2024 with normal renal function, with patient doing well. It was stated that angiography images from index procedure were reexamined and it appeared that the trunk migrated northwards/proximally during the procedure. Reportedly, the computed tomography angiography (cta) on (B)(6) 2025 was performed and patient condition remained stable. But on (B)(6) 2025, at the evening, the patient attended emergency department (ed) in the hospital on the island (B)(6) very unwell. During the hospitalization in that emergency, the physician stated to gore: cta (B)(6) 2025 showed right renal infarction, patient stable but egfr 22, crp <5, planned to discuss at mdt (multidisciplinary team approach). Creatinine 700+. Also had consolidation on chest x-ray which was to diagnose the pneumonia. Deceased on (B)(6) 2025 with unknown cause of death. Reportedly, the patient had an arrest, cardiopulmonary resuscitation (CPR) with return of spontaneous circulation (rosc) but arrested again, time of death 7:07 p.m. The patient's diagnosis from (B)(6) 2025 showed a suspected euglycaemic dka secondary to dapagliflozin, or severe acute kidney injury (aki).

Manufacturer narrative:
A1: patient identifier is truncated by the system, the full identifier reported to gore was (B)(6). H3: the implanted gore device is not returned because it remains implanted, a product evaluation is not possible. Also, no other gore devices were implanted during the index procedure that needs to report on. H6: code b13, further information requests are made and make interviews. Code b15, there are images requested and available for evaluation by gore. Code b14: analysis of production records was performed by gore with the following result, a review of the manufacturing records indicated the lot met pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Updated section b5: describe event or problem has additional information. H6, type of investigation: code b11 added. Medical device problem: code a050408 added. Component codes, imdrf annex g: code g04122 added. Investigation findings: code c19 added. Code c21 is no longer applicable. Investigation conclusions: code d15 and d12 added. Code d16 is no longer applicable. Health effect, impact codes: code f0801 and f15 added. Health effect, clinical codes: code e0733 and code e2121 added. For h6, code b15: the manufacturing records were reviewed and documented in the product history task. The device lot met all pre-release specifications. Investigation summary: the primary reported device failure mode, proximal device migration during the index procedure, was confirmed during evaluation of the provided clinical images. The clinical images from the index procedure show the proximal end of the device located just distal to the renal arteries after re-constraining the device, and the device was observed partially covering the right renal artery (rra) after a subsequent ballooning operation. Flow was maintained in both renal arteries despite the partial rra coverage. Approximately 50 days after the index procedure follow-up imaging shows the rra is occluded. A relationship between the intra-procedural balloon operation and the proximal migration of the deployed endoprosthesis, which was observed after the balloon sequence, could be neither confirmed nor dismissed. The cause for the confirmed proximal device migration could not be established with the available information. The type ii endoleak observed in the evaluation of provided clinical images is not reasonably suggestive of a device malfunction. The gore® excluder® conformable aaa endoprosthesis device instructions for use (IFU) were reviewed with respect to the complaint detail for the applicable region and time period, and the following IFU statements were identified in relation to the complaint. Potential device or procedure related adverse events. Adverse events that may occur and/or require intervention or additional intraoperative procedure time include but are not limited to: endoleak / this was added for code 'd12' as for annex d - investigation conclusions. Gore IFU contains more potential adverse events related to procedure and death is included.

Event description:
It was reported to gore, that a 78-year-old patient underwent an endovascular aneurysm repair on (B)(6) 2024, with gore® excluder® conformable aaa endoprosthesis devices. A final intra-procedure imaging indicated that the gore® excluder® conformable aaa trunk-ipsilateral leg endoprosthesis was positioned one or two millimeters too high but with good flow down into renal arteries. On (B)(6) 2024, the patient was discharged from the hospital with normal renal function, with the patient doing well. Post-procedure (at unknown date), angiography images from this index procedure were re-examined and it appeared that the trunk migrated proximally during the procedure. On (B)(6) 2025, a computed tomography angiography (cta) imaging was performed showing right renal infarction and stable patient. However, laboratory values estimated glomerular filtration rate (egfr) 22, c-reactive protein (crp) <5, and creatinine 700+. During an mdt (multidisciplinary team approach) they had consolidation on a chest x-ray, which was to diagnose the pneumonia. Further, it has was diagnosed a suspected euglycemic diabetic ketoacidosis secondary to dapagliflozin, or severe acute kidney injury (aki). On (B)(6) 2025, at the evening, the patient attended emergency department (ed) in the hospital on the (B)(6) very unwell. Reportedly, the patient had experienced a cardiac arrest and cardiopulmonary resuscitation (CPR) was performed, resulting in return of spontaneous circulation (rosc), but arrested again. The physician reported that the patient deceased on (B)(6) 2025 at 7:07 p.m. And the cause of death was the cardiac arrest.